Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. Upon interrogation it was revealed that there was a single high out-of-range right atrial (ra) lead impedance measurement. All measurements after this were stable and within normal limits. No changes were made and the patient will be monitored. No adverse patient effects were reported.

Event description:
New information received indicates that this ICD oversensed noise on the ra lead. There have been additional out-of-range ra impedance measurements however they are intermittent and isolated. The right ventricular (rv) lead exhibited high threshold measurements during an automatic threshold test. The patient was brought into the clinic for further investigation. Isometrics and pocket manipulations could not replicate the noise or high impedances. The patient will continue to be monitored.